Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR-0001526350 -2024-00958.

Event description:
Upon receipt of additional information, it has been determined that this event is a duplicate. The initial report should be voided. This event was previously reported on MFR-0001526350 -2024-00958.

Event description:
It was reported that the handle does not ratchet and can only be spun all the way around. The handle was unable to perform the up and down motion. The event timing is during surgery. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.